Event description:
I had hernia repair with mesh implant on (B)(6) 2014. I had to go to emergency room 3 days later, I couldn't urinate. They did a cat scan which showed no obstruction. They drained my bladder and sent me home. I was in pain and the doctor said sometimes it just takes longer to get over the surgery. So I waited. On my 2nd month check up the doctor informed me I had a pocket of fluid in my stomach, which I still have after 9 months. He said he wouldn't do anything else till a year after surgery. It was nearly 3 months before I could stand upright without holding my stomach. I went for a second opinion, that doctor said the same thing. I am still in pain and it seems to be getting more intense.